Event description:
Customer's family member reported that customer was hospitalized for high blood glucose and dka. Customer's family member also indicated that the physician removed pump from customer because it was not working properly.